Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿image blacks out¿ occurred because connection failure occurred between the connector and the processor due to a hit mark on the connector contacts and the video function did not work properly. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, it was confirmed that the image was blacked out, which was due to a hit mark on the connector contacts. Additionally, white scratches were noted, as well as deterioration of the switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head was sent with a request for repair as error code e117 occurred during therapeutic paranasal surgery. The image was blacked out. The customer was able to resolve the issue by restarting the device. This caused a minor delay in the procedure, with no impact to the patient. The device had been inspected prior to starting, but the error was occurring regularly but with low reproducibility. The procedure was successfully completed. Inspection and testing of the returned device found an image blackout. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.